Event description:
A malfunction alarm was reported with the pump, specifically alarm 20, which occurred during pumping. There was no adverse impact to the customer¿s blood glucose level. A cartridge change was performed and insulin deliveries were resumed.